Event description:
It was reported that the patient was not getting any sleep before their revision surgery. The patient recovered without sequela as previously reported.

Event description:
Additional information: it was later reported that the pump was replaced and a partial catheter revision was performed as well. The volume discrepancy was noted during the refill on 2012-(B)(6); while the pump reservoir was full programming indicated that the pump delivered about 34ml. Patient had never heard an alarm. A catheter access port (cap) aspiration was performed on (B)(6) 2012 was unsuccessful (reported previously) and during the revision, the cap was aspirated and nothing came out and when the catheter was disconnected from the pump spinal fluid came out. Surgeon was able to easily aspirate catheter with 25 gauge needle and then reconnected catheter and aspirated through cap. It was "unsure if this was a malfunctioning pump". The new pump was working well for the patient.

Event description:
It was reported that at a routine pump refill, the reservoir volume was noted as inaccurate by the physician. The calculated volume should have been approximately 6 ml, but was 40 ml. Pump logs were read and showed no motor stalls. Catheter access study was hence performed under fluoroscopy, but the physician was unable to aspirate fluid. Patient wondered if it was somehow possible to pull loose the tubing from either the pump or the spinal cord while taking care of his wife who had suffered from spinal meningitis soon after patient had his implant. Patient felt that he over-exerted himself at home by bending etc. The physician and patient were considering a catheter revision/replacement. It was later reported on 2012-(B)(6) that the patient would be undergoing a catheter revision due to suspected catheter problem on 2012-(B)(6). It was stated that patient never had therapeutic effect following implant. There were no pump alarms. Drug delivered via the device was morphine. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was later reported that during the surgery the catheter access port was accessed and there was no flow. The 8790sc was disconnected from the catheter and the health care provider saw fluid. The catheter was aspirated and it was negative. The connector was disconnected from the boot/pin. There was a drop/back flow right away and the flow was good when aspirated. The same connector was hooked back up and the hcp was able to aspirate from the cap. The hcp replaced the connector and the pump.

Manufacturer narrative:
Analysis results of the returned device were not available as of the date of this report; a follow-up report will be sent when it is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly/miscellaneous acceptable testing. Catheter incomplete; returned in segments. Only the sc assembly + pin connector + proximal were returned for analysis. Before detaching catheter from pump cap, the receiving technician was able to push fluid thru. No anomalies were seen with returned segment.

Manufacturer narrative:
Catheter model 8709sc, (B)(4), implanted: 2011-(B)(6), explanted: unk; catheter model 8590-1, lot# n308320, implanted: 2011-(B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdm/fdr/fdc codes updated to reflect current guidance. Product ID 8590-1, lot# n308320, implanted: (B)(6) 2011. Product type accessory, product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type catheter, product ID 8709sc, serial# n(B)(4), implanted: (B)(6) 2011. Roduct type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was non-malignant pain. Caller says the first pump failed immediately and never worked, and 2 months later they replaced it. The patient only had morphine this whole time. There were no further complications reported/anticipated.